Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), when replacing the safety disk for the cardiosave intra-aortic balloon pump (iabp), the stm observed blood stains and the contamination in the patient interface module (pim). It is unknown when the blood back event had occurred, and the customer's biomed was unaware of the blood in the iabp unit. There was no patient involvement.

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue when replacing safety disk, identified blood stains and contamination in the patient interface module (pim) safety disk insert area. Did not identify blood pass this point going into the unit. Replaced pim ((B)(4)) (which includes safety disk and tidal disk). Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. This report is being submitted as a result of a retrospective review conducted in (B)(4).